Event description:
It was reported that the asymptomatic patient presented during a merlin.net transmission. The pulse generator exhibited -automatic mode switch with far r oversensing. No intervention had been performed. The patient would be followed normally.

Event description:
New information states that the device was reprogrammed successfully and the patient would continue to be followed normally.